Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered less energy that what is was programmed to deliver when attempted to convert a patient rhythm. It was discovered that the device had a short circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: PMA/510k: cfn 694765; approval number p920015; FDA provided code lws; original approved date 11/02/2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead was suspected of having an insulation breach. The lead was capped and replaced.